Event description:
The customer reported that pump had frequent primary audible alarms. There was no patient involvement. Evaluation of the returned device confirms the reported issue.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due interconnect pwa. As a result, the interconnect board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair